Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the hvps board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the electrosurgical generator esg-400 exhibited error 433. There was no patient involvement.